Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device, lot number and no non-conformances were identified. Attempts are being made to obtain the following information: can you please clarify if the clips that were fired out of the device were scissored (crossed)? Or were the jaws of the device itself damaged (crossed)? Were there any patient consequences? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was found that the clips crossed the press while they were using the er320 product. The clip is very comfortable where they are used was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: 35. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst true.